Event description:
The customer received blood glucose readings of 300 and 100mg/dl on the contour, using two vials of strips from the same box, that were combined in one of the vials of the box. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. New strips were sent to her.